Event description:
It was reported that during repair of sales demo unit, the rotaflow drive give head error when rpm's were started. There was no patient involvement. (B)(4).

Manufacturer narrative:
The device was returned to maquet in rastatt for repair. The investigation showed that the electronical boards were from an old standard. These boards could have caused the error. Also rust was found on the magnet coupling cause by fluid. Based on the information from service report the electronical boards and the magnet coupling were replaced. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The device was sent to maquet national repair center in (B)(4) to repair the defective drive. A supplemental medwatch will be submitted when additional information becomes available.